Manufacturer narrative:
Pc-(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - (B)(4). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that suture was used during an animal surgery on (B)(6) 2021. The needle detached from the suture. There were no consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/18/2021. H3 investigation summary: investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that thirty unopened samples of product code mcp317 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code mcp317h was received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient to keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®: active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.